Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the procedure, while the surgeon was setting the anchor, the anchor pulled out. No patient consequences were reported as a result of the malfunction. No further information is available at this time.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
The report cannot be confirmed as no device was returned for review and no patient medical records were provided. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.